Event description:
The complaint was reported as: the customer alleges that the laryngoscope blades are stuck on the medium (standard) handle and will not come off or disengage. The alleged defect occurred prior to pt use. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.